Event description:
It was at first reported that the system 9800's images were a little light. It was later reported that the system was displaying low ma error messages. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The mainframe battery pack was replaced. The system was tested and found to be working as intended and placed back into service.